Manufacturer narrative:
The 510k # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter was reading inaccurately compared to another device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient. On an unspecified time on (B)(6) 2011, the patient reported obtaining blood glucose readings of "5.1 mmol/l" with the subject meter and "9.9 mmol/l" with her spouse's meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7mmol/l. The csr noted that the patient manages her diabetes with insulin. It is not known what action, if any, the patient took regarding her usual diabetes management care at the time she obtained the alleged low result. During the night, between (B)(6) 2011 and (B)(6) 2011, the patient claimed she felt dizzy, confused, drowsy and sweaty. At the onset of the symptoms, the patient confirmed she tested her blood glucose with the subject meter and obtained a reading of "5.1 mmol/l". The patient also reported that she tested on her spouse's meter at the same time and obtained a result in the "2.' Mmol/l" range. The patient claimed her husband administered a glucagon injection and confirmed feeling better afterwards. Prior to the onset of the symptoms, the patient claimed she last tested her blood glucose on the evening of (B)(6) 2011 and obtained a result of "9.8 mmol/l". The patient informed the csr that she considered a result between "6 and 7 mmol/l" a "good" reading. The patient denied taking any insulin at the time she obtained the "9.8 mmol/l" result. At the time of troubleshooting, the csr discovered that the subject meter was set to the incorrect code number. The patient was using code 25 test strips; however, the subject meter was set to code 1. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged inaccuracy with the subject meter began.